Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) detected high shock impedances on this right ventricular (rv) lead. In addition, this patient reported receiving a error code on their remote monitoring system. An interrogation was successfully performed. No adverse patient effects were reported.

Manufacturer narrative:
It was later reported that the chest x-ray came back normal and the clinic will continue to follow the patient as normal at this point.

Manufacturer narrative:
Event resolution has been requested from the field representative who reported that the patient was to further have a chest x-ray. Measurements and diagnostics have been normal. This investigation will be updated should further information be provided.